Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2016, product type: lead.

Event description:
The trial patient reported that it was so hot that the cables were no longer sticking and were slipping falling out. The trial was placed the (B)(6) prior to the report and the next appointment was on (B)(6). Additional information received from the patient indicated they went to their doctor and they stabilized the wires. The trial lasted for 6 days and it helped. The wires and the box had all been left with the doctor. No patient symptoms were reported.